Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lot complaint history and DHR were not reviewed as no lot information was available for this complaint. The returned viscous fluid control (vfc) pak was visually inspected, and no obvious defects were found. The radio frequency identification device (rfid) tags on the vfc were tested and there was no response from the light emitting diode (led) rings on the console. A block reader was then used to interrogate the (rfids) programmed information, zero results in all blocks indicated the rfid was not programmed during production. This observed issue will result in the customers experience. The root cause of the customers complaint is related to an error in the manufacturing process the vfc was not programmed after final assembly. Action will not be taken based on this occurrence. Analysis of complaints of this nature confirm no unfavorable trend for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that aspiration function did not work during the cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).